Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the implantable neurostimulator (ins) was not working anymore, which was a daily occurrence. The ins was not taking a charge, which started over a year ago. The patient had many falls (3-4 times a day) and they had been falling for years, but it was unknown when they started. The indication for therapy was rsd/causalgia-complex regional pain syndrome. No patient symptoms reported.